Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced incontinence, vaginal/pelvic pain, discharge, odor, infection, dyspareunia, extrusion of mesh, bleeding and injuries which have necessitated additional medical treatment. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.